Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: insufficient information. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast surgery with implantation of a 450cc mentor memorygel breast implant prosthesis. Post-operatively, the patient underwent bilateral breast implant exchange with mentor gel implants on (B)(6) 2025, for an undisclosed reason. However, during the surgery, a ruptured right breast implant was discovered. There were no reported procedural delays or patient consequences due to the findings.

Manufacturer narrative:
On (B)(6) 2025, mentor was notified that the patient had some bottoming out in the inframammary crease. On (B)(6) 2025, mentor completed a reevaluation of the device as the authorization form for examination was received. Updated device evaluation: mentor conducted a microscopic examination and shell thickness of the device. Microscopic examination was performed, and the cause of the tear could not be identified. Therefore, a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 09, 2025, the mentor analysis lab received the suspect medical device for evaluation. On july 16, 2025, mentor completed an evaluation on the returned device. Device evaluation: mentor conducted a visual inspection. Visual analysis of the returned device revealed that the breast implant was found to be ruptured and received incomplete. As the authorization form for examination was not received, the product evaluation lab could not reach a conclusion regarding the specific nature of the ruptures. The evaluation was limited to non-destructive testing. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Manufacturer¿s reference number: (B)(4).